Manufacturer narrative:
A medtronic representative (rep) tested the equipment at the site. It was noted that the ias computer not powering on when first booting after sitting a few days is a common issue for an imaging system. The rep could not get the imaging system to repeat the failure during testing. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) computer was intermittent and had no power. This was discovered during a planned maintenance (pm). There was no patient present.